Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer reported that they treated the high blood glucose with manual injection which brought the blood glucose down to 40 mg/dl. The customer also reported that the insulin pump alarmed failed battery test after changing the battery. The customer was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.